Event description:
Customer alleged seat is cracked. Replacement order (B)(6). No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model 9630-4, serial number/date code and age of device are unknown at this time. The owner's manual part number 1148075 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that the seat on the all-in-one commode has cracked. A new seat has been sent under warranty order (B)(4). No injury alleged.